Event description:
The gumguard product is intended to maintain facial structure and prevent jaw problems when people are not wearing their dentures, including while they are sleeping. This product becomes very slippery from the saliva, and it separates into four pieces, which has caused me to choke on more than one occasion. Others have since reported this issue in their reviews as well. I intend to prevent others from experiencing this choking hazard. They have posted my reviews on their site, and they now have only 3 stars out of 5. Worse than losing money on this inferior product, is the danger that it poses. Remedient biomed technologies in.